Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check on (B)(6) 2019. Upon review, an episode of inappropriate anti-tachycardia pacing due to post-sensed t-wave over-sensing was noted. An episode of far r-wave over-sensing was also noted. Programming changes were made. The patient was stable.